Manufacturer narrative:
A 13 cm of the proximal end of the catheter were returned. The distal part of the catheter had been torn off, leaving a jagged break site. The lumbar tip of the returned segment was also torn off at the flow holes. It is unk how or when these damages occurred. The damaged condition of the device precluded the patency check. The catheter met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of manufacturing records showed no anomalies.

Event description:
It was reported that the catheter was torn.